Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, customer informed technical support engineer (tse) that about a recoverable error 23022 on universal surgical manipulator (usm4). Prior to calling customer restarted the system with no change. Tse walked the customer through a hard power cycle on the patient cart and exercised usm4 along the proximal vertical axis but issue persisted. Customer was not able to use 3 arms for this procedure and their other system is currently in use. The procedure had no reported patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (psuj) outer 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psuj was analyzed in artemis and error 23022 was found indicating brake test error by the z-axis gravity motor on the proximal suj thus confirming that the faults occurred in the field. It was also coupled with error 32100 indicating ac hardware current/voltage monitoring error. Upon visual inspection, the vertical axis was making noise while moving with brake on and off plus there was rust on the brake pad. The unit was installed on a golden system in normal mode where it triggered error 23022 but cleared after pressing "recover fault" thus replicating the reported event. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. .